Event description:
Atrial under-sensing during recorded episodes. Atrial unipolar lead impedance warning on (B)(6) 2019." Lead manufactured by st. Jude case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).